Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model:sc-2317-70; serial: (B)(6); batch: 7086491; UDI: (B)(4). Product family: scs-linear leads; upn: m365sc2317700; model:sc-2317-70; serial: (B)(6); batch: 7086576; UDI: (B)(4).